Event description:
The patient reported that she had three vascular closure devices implanted; however, she only needed one. The patient's urologist told her that he implanted the device successfully and that the angio-seal device involved had failed. The patient stated that after going to the restroom, she was bleeding out and it took the nurses a while to realize she was missing. One device was implanted in the patient's groin. Additional information was received on 11 aug 2022: the procedure was performed in a cath lab by a vein surgeon. After the procedure, the hospital put a 10-pound bag on the patient to help stop the bleeding. The hospital used medical glue and no stitches. The patient reported that she was blue from her right hip and across her abdomen. It took the patient approximately six weeks to start healing from the "bruising." After the procedure, the nurse came into the patient's room and told her that she could use the bathroom and get dressed. The patient felt lightheaded as she was shutting the bathroom door. She locked the door and slid down the wall so she would not faint and hit her head. The patient fainted once she was sitting down. As maintenance was opening the bathroom door, the door hit the patient in the head and across her eye, causing a black eye. They took her to the intensive care unit (ICU). A magnetic resonance imaging (MRI) was performed, and the hospital discharged the patient that evening. Before being discharged, the patient was given 300mg of blood thinner medication (4 pills/75gm each). The patient received the patient card from her nurses at the hospital. The patient said she never felt a "bump" as the patient card said. The patient received a letter from the doctor twenty day after her procedure stating that her procedure was successful and there was no blood loss. At a follow-up appointment with the patient's family doctor, the doctor stated that the patient had acute blood loss.

Manufacturer narrative:
Expiration date: unknown due to unknown catalog and lot number combination. UDI: unknown due to unknown catalog and lot number combination. Explanted date: device was not explanted. Occupation: patient . Device manufacture date: unknown due to unknown catalog and lot number combination. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code and lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for the alleged post deployment bleeding. Based on the very limited information provided, the exact cause of the event cannot be determined. It is unknown whether a pre-deployment angiogram has been performed or not. Details regarding the location of the puncture site were not provided as well, where both are required per the instructions for use (IFU) for proper placement of the angio-seal device. Therefore, the relationship of any malfunction of the device to the reported event cannot be established. The device was in a conforming state when released from terumo control. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).